Manufacturer narrative:
B3. Event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during a tevar procedure. It was reported that a follow-up CT performed on an unknown date identified an endoleak. Intervention was performed approximately 3 years and one month post index procedure, and a type iiib endoleak was confirmed during angiography. The valiant captivia stent graft was relined, and the endoleak resolved. The physician believes the endoleak was anatomy-related, likely resulting from an interaction between the stent graft fabric and pre -existing vessel calcification, which may have led to abrasion. No additional clinical sequelae were reported, and the patient is fine.